Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. A valid serial number was not reported. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the freestyle libre product, continue to be safe, effective, and perform as intended in the field. Stability data for the freestyle libre product was reviewed and showed no anomalies or non-conformances that could have led to the complaint. Tracking and trending reports for the past year was reviewed based on the product line and reported issue. The review identified a tripped trend and corrective actions were taken. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. If product is returned, a physical investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. A caregiver reported that the customer received an unspecified low scan result with the adc device compared to how they felt, and the customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). The customer experienced symptoms described as weakness, a loss of appetite, increased thirst, nausea, and vomiting several times. The caregiver contacted a healthcare professional (hcp) where paramedics measured a reading of "hi" (above the measurable range) from an hcp meter compared to an unspecified low reading obtained on the adc device and transported the customer to the hospital. Upon arrival, they were admitted to the intensive care unit (ICU) at the hospital where a laboratory blood glucose value of 800 mg/dl was obtained compared to an unspecified low adc device scan result. The hcp (doctor) removed the adc device and treated the customer with unspecified infusions for the diagnosis of hyperglycemia and diabetic ketoacidosis (dka). It was reported that the customer remained in the hospital for further observation due to their secondary illness. There was no report of death or permanent impairment associated with this event.